Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose 457 mg/dl due to no delivery of insulin. Customer¿s blood glucose was 400 mg/dl further it went to 457 mg/dl. Customer states that alarm did not occur during manual prime. No delivery alarm was resolved by infusion set change. Customer declined troubleshoot for high blood glucose. Product will be return for analysis.